Event description:
Rec'd removed device info form from (B) (6). The lead was explanted due to lead capture anomaly and dislodgement. Will contact explanting physician to learn if there were any explant complications and request completion of an explant form.